Event description:
It was reported that the patient developed an allergic reaction with skin irritation due to the pod adhesive. The patient visited the diabetologist and was prescribed a zinc ointment for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the adhesive skin allergic reaction. No lot release records were reviewed, as the product lot number was not provided.